Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a crack front housing and the lens were cloudy. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. The pump was found to be over delivering to the manufacturing specifications. As a result, the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Other, other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during a continuous infusion of fluorouracil (5-fu), the pump completed the infusion eighteen hours early. Per reporter the length of infusion was one week, the rate was .06 and the reservoir volume was 101. It was reported that the pump was exchanged to continue the treatment. No adverse patient effects were reported.